Manufacturer narrative:
Arjo was notified about an event with involvement of carendo shower chair. It was reported that while transfer of the patient (described as having 'cognitive impairment') from the shower using the carendo shower chair the patient jerked upright and the safety strap came off from the left side fixing. This resulted in the patient falling to the floor. No injury was reported to be a consequence of this incident. The involved device was taken out of use and evaluated by the arjo qualified representative. The unit was found to be in good condition with no physical concerns or wear and tear. It also operated as per the manufacturer's specification. The carendo shower chair must be used in accordance with safety instructions included in the product instructions for use (IFU; 04.cc.01_26en dated on december 2018 - unknown, which revision was delivered with the device due to missing serial number). Carendo must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the IFU. According to the received information, during usage of the device the patient with cognitive impairment suddenly moved, which caused a safety belt detachment and led to patient fall to the floor. The device was evaluated after the event, but no malfunction of the shower chair or its safety belt was indicated. Please note that product's IFU includes recommendations regarding resident assessment prior to use of the device inter alia: "the resident should understand and respond to instructions to stay seated in an upright position. If resident does not meet these criteria and alternative lift shall be used." Moreover, the IFU provides user with safety warnings to be followed during patient handling: "to avoid falling, make sure that the patient is positioned according with this IFU." Looking at the incident scenario reported by the customer facility and fact that no malfunction of the device was detected, the event is considered to be mainly a consequence of the unfortunate coincidence. However the involved patient had cognitive impairment, which could have affect the ability to understand and follow instructions of the caregiver, but also posed a risk of unexpected and hazardous patient behavior. It was not possible to establish the cause of safety belt detachment other than patient movements as no defect of the accessory was noticed during the inspection. It appears probable, that the way in which the safety belt was applied (e.g. How it was attached to the knob or adjusted to the patient) could contributed to the event, but it was not confirmed that anything was done incorrectly. The review of reportable events with the involvement of the carendo shower chair in last 5 years, revealed 3 similar incidents, where a patient fell from the device. In summary, according to the customer allegation, the patient suddenly moved on the carendo chair during transfer, which caused a safety belt detachment and led to patient fall to the floor. As per information collected upon the device inspection, no malfunction was identified within the device or its safety belt. This complaint was decided to be reported out of an abundance of caution as it was indicated that the patient fell off the lift.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The information collection and investigation are on-going. Additional information will be provided within the next report.

Event description:
It was reported that while transfer of the patient (described as having 'cognitive impairment') from the shower using the carendo shower chair the patient jerked upright and the safety strap came off from the left side fixing. This resulted in the patient falling to the floor. No injury was reported to date.